Event description:
The spatula of the davinci permanent. Cautery hook fractured in piece while in use inside the pt. Some pieces were easily retrieved while others were lavaged for removal. CT was required following x-rays to confirm non-presence of fragments. The instrument was first used in (B)(6) 2010, and is infrequently used, begging the question/guidance for long-term equipment storage, maintenance and use.